Event description:
During postoperative follow-up, it was found that the plate was broken.

Manufacturer narrative:
The product was not returned for investigation; therefore, metallurgical examination could not be performed. Base on x-rays and case details provided, a medical assessment was performed by a health care professional. The medical assessment confirmed that the plate broke due to continuous overloading and/or acute overloading. Based on the performed eval, there were no indications for any systematic design, material or mfg related issue.